Event description:
It was reported that during a acl reconstruction a 7.5 clancy reamer would not pass over the flexible pin., causing significant metal shedding in the joint which was able to be removed with a shaver. The procedure was successfully completed with 10 minutes delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: one 72203163 flexible 7.5mm cannulated drill reported on. This is reusable instrument. Due to unavailability, evaluation was limited. If further information becomes available, the complaint may be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Condition the driver¿s bit or chuck. 2. Use of reverse rotation. 3. Inadvertent torque, pressure, leverage and bending. 4. Getting entangled up with other instruments or devices. 5. Debris such as bone chips caught in the bit or chuck. 6. Unexpected bone density/condition. Instruction for use contains recommendations and precautionary statements for proper use of product. Per instruction for use: ¿never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument. This is a limited reuse device based upon the sharpness of the drill tip. As with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. Complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number reported.